Event description:
It was reported that the right ventricular and atrial leads were malfunctioning. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular and atrial leads were malfunctioning. It was further reported that during routine device changeout, the leads were stable but the patient was experiencing muscle stimulation from the leads so the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.